Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown star talar component: large (38mm x 35mm), right. (B)(4).

Event description:
Intermittent sharp heel pain (mild in nature), treated with home exercises and cam boot.

Manufacturer narrative:
Product inquiry stated the tibial comp, single coated us version, large, the sliding core, uhmpwe, 6mm and the talar comp, single coated us vers large, right to be the subject products. No further associated products were reported. The devices were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A physical examination could not be carried out as the devices were not available (still implanted). Thus, a reasonable examination and investigation was not possible. On (B)(6) 2011 the patient complained about intermittent sharp heel pain, which had been treated with home exercises and cam boot. On (B)(6), the patient returned to the hospital for the 6 month follow up visit. A wound on the anterior ankle had been detected. A sensory, motor or neurologic deficit was not identified. The ligament support was found to be adequate. A/p and lateral weight bearing x-rays were taken showing the devices being intact and well positioned. Furthermore a good ingrowth between bone and implants were identified. Pain and wound complications had been clinically assessed by a hcp: ¿in most cases ankle arthroplasty comes with significant pain relief. Approx. 60 % ¿ 80 % of the patients are pain free or nearly pain free in the follow up, approx. 20 % ¿ 30 % have moderate pain (e.g. Starting pain), but less than 10 % of the patients have remaining pain or symptomatic pain due to a malpositioning or a malfunction of the endoprosthesis or due to additional arthrosis of the adjacent joints (mostly in rheumatoid arthritis) or soft tissue affections. Treatment is depending on the particular reason for pain.¿ (1) ¿wound complications are frequent in total ankle arthroplasty and some of them will cause additional surgical procedures up to reconstructive surgical measures such as flap surgery. Such measures have significant impact on the hospital stay, but no particular impact on the long term outcome have been reported.¿ (1) based on the available information a deficiency of the devices in question could not be verified. The exact root cause of the heel pain and wound could not be determined, but were rather patient related. X-rays revealed the devices being intact and well positioned. Furthermore a good ingrowth between bone and implants had been found. In case any relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Pain and wound complication are listed in the IFU as known adverse effects.

Event description:
Intermittent sharp heel pain (mild in nature), treated with home exercises and cam boot.